Event description:
It was reported that during the implant procedure, the hem came out of the distal tip of the catheter while advancing into the sheath. The catheter was returned to the sales representative kinked. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).